Manufacturer narrative:
Submit date: 8/26/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien (B)(6) 2016 that a customer had an issue with a dental needle. Customer reports that needles are not locking in the position on the syringe.

Manufacturer narrative:
Submit date: 10/11/2016. All scheduled maintenance and calibration activities were completed. There were no processes or material changes related to the reported condition for this product. No issues were found while reviewing the process monitoring data. A review of the machine setup was conducted and there were no issues. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot of plastic components are gaged for dimensional compliances. The lot met all defined acceptance requirements and was released. Based on the investigation findings and information available, a corrective and preventive action is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.